Manufacturer narrative:
The the duragen 3x3 1 pack ce (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Additionally, no retain sample evaluation was recommended since no lot number was provided. The root cause(s) of the reported issue could not be determined. In the event description is stated that ¿the physician suspected the patient's allergy¿, the product IFU states that the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. However, there is no information in the complaint that would help to determine if the patient is allergic to bovine derived material. In addition, medical affairs and/or scientific affairs assessment was requested to evaluate the possible relationship of the reported event with product use, and the following was stated: ¿this was an extensive procedure, likely cause of fever is aseptic meningitis due to endotoxin exposure in the long case, possibly also due to breakdown of blood clot post op. Dural closure technique might not be best, or temporary elevated icp lead to csf leak. They followed the correct course of action, reop was not warranted given positive response to steroids and antibiotics.¿ based on the scientific affairs assessment provided the possible root cause for the reported condition is most likely related to surgical procedure and not to product use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 3x3 1 pack ce (id3301i) was used for a cerebellar metastatic brain tumorectomy on (B)(6) 2022. Fibrin glue and titanium plates were also used for the procedure. After the operation, the patient's fever subsided once, but on the 7th day after the operation, she continued to develop a high fever (39-40 degrees). Postoperatively, there was a small amount of cerebrospinal fluid (csf) leakage, and no infection was detected in the cerebrospinal fluid (csf). On (B)(6) 2022, the physician suspected patient's allergy, and antibiotics were administered. The high fever has now subsided; steroids were used. It was reported that the patient was recovering but was still under observation. No surgical delay has been reported.